Event description:
It was reported the patient is experiencing soreness at her scs ipg pocket site following recent weight loss. The physician plans on replacing the scs ipg in addition to relocating the scs ipg pocket site. Additionally, the physician plans on replacing the patient's scs leads to achieve stimulation in the patient's upper back due to the patient's pain pattern changing. Follow-up is pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.